Event description:
Removal and replacement of left cochlear implant. The pt is a (B)(6) female with a history of congenital sensorineural hearing loss. She underwent a right cochlear implant in (B)(6) 2009 with excellent results and a left cochlear implant was placed in (B)(6) 2011. She has subsequently suffered a hard failure of the device and the device was tested by representatives from cochlear (B)(4) with confirmation of a hard failure related to recent device recall. Continuous: (B)(6) 2009. Reason for use: removal and replacement of left cochlear implant.